Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was approximately 150 mg/dl. Reportedly, the customer continued using the pump against the advice of tandem technical support and had manual injections with fast acting insulin as alternate insulin therapy. Tandem technical support advised customer to contact their healthcare provider to obtain long lasting insulin; customer declined follow-up to determine if proper back-up was obtained.